Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported patient images were corrupted and mixed with different studies after exporting from their sparq ultrasound system to a usb drive. The images were correct on the system and the diagnosis was performed successfully. The issue was obvious to the user and there was no harm to the user or patient associated with this event.

Manufacturer narrative:
A philips field service engineer went to the customer site to gather system data for further investigation. However, the customer had deleted the system database after exporting it to an external hard drive. The customer confirmed the external hard drive was corrupted and the original system data could no longer be retrieved. The exporting of data to a corrupted third party external drive was determined to be the root cause of the issue. There was no ultrasound system malfunction associated with this event. The system has been placed back into service with no additional complaints regarding this issue reported by the customer post notification.

Event description:
A customer reported patient images were corrupted and mixed with different studies after exporting from their sparq ultrasound system to a usb drive. The images were correct on the system and the diagnosis was performed successfully. The issue was obvious to the user and there was no harm to the user or patient associated with this event.